Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service found that after a while, when moving the camera head, the image disappeared. The device was then disassembled and the reason for the loss of image was not identified. When the device was reassembled and tested again, there was no interference or loss of image. In addition, a small shadow appeared on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that after three to five minutes, there was no image from the camera head. This occurred during preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was no image due to faulty image quality. There was also a kink on the cable and a cracked connector; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to faulty image quality. The specific root cause of the faulty image quality could not be determined at this time. Olympus will continue to monitor field performance for this device.